Manufacturer narrative:
Evaluation of attached photos was provided by global quality technical and customer affairs: pseudophakic one slit lamp photo is available and reviewed. It is grainy in appearance with low resolution. The lighting used is direct lighting and the image appears to be focused at the level of the cornea and anterior chamber. A green coloration (presumably nafl dye) is seen in the top half of the cornea from approximately 11 o¿clock to 3 o¿clock which further blurs underlying details. In the inferior portion of the visible cornea the remaining anterior capsule is visible with expected opacification. The iol is difficult to visualize but appears ¿whitish¿. It is not possible to provide a more definitive description of the photo or determine the impact of light reflection on the clarity of the iol due to the quality of the image. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a photo assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of the implant (iol), the lens was whitening. Additional information was requested.